Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to no audio. Service evaluation verified the no audio. A service history record review revealed no issues that could have caused or contributed to the event. The cause was identified to be a damage to the rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had no audio volume. No additional information is available.